Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune thyroiditis ("autoimmune disorder/autoimmune disorder type of disorder: hashimotos thyroid disease,") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: progesterone and yasmin. Concomitant products included levothyroxine and naltrexone. In 2012, the patient experienced headache ("headaches"), alopecia ("hair loss") and migraine ("migraines"). On 14-aug-2012, the patient had essure inserted. In 2016, the patient experienced weight increased ("weight gain") and dyspareunia ("dyspareunia-(painful sexual intercourse )"). In 2017, 4 years 11 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia"). In 2017, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), fatigue ("fatigue"), back pain ("low back pain") and inflammation ("inflamation"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total hysterectomy with bilateral salphingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved, the autoimmune thyroiditis, headache, alopecia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, fatigue, back pain and dyspareunia outcome was unknown and the migraine, weight increased and inflammation was resolving. The reporter considered alopecia, autoimmune thyroiditis, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, inflammation, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events:abnormal bleeding(vaginal, menorrhagia), apareunia (inability to have sexual intercourse),autoimmune disorder type of disorder: hashimotos thyroid disease, migraines / headaches, dysmenorrhea (cramping), pain, fatigue, weight gain ,dyspareunia were added. Concomitant drugs, historical condition, lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimotos thyroid disease,') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: progesterone and yasmin. Concomitant products included drospirenone + ethinylestradiol (yasmin), levothyroxine and naltrexone. In 2012, the patient experienced headache ("headaches"), alopecia ("hair loss") and migraine ("migraines"). On (B)(6) 2012, the patient had essure inserted. In 2016, the patient was found to have weight increased ("weight gain") and experienced dyspareunia ("dyspareunia-(painful sexual intercourse )"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia"), 4 years 11 months after insertion of essure. In 2017, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), fatigue ("fatigue"), back pain ("low back pain"), inflammation ("inflammation"), musculoskeletal pain ("shoulder pain"), oropharyngeal pain ("my throat was sore from the tube and that really helped"), bladder pain ("I had that twingy feeling for several weeks post op"), injury ("major trauma"), constipation ("constipation") and abdominal distension ("bloating"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain and abdominal distension had resolved, the autoimmune thyroiditis, headache, alopecia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, fatigue, dyspareunia, musculoskeletal pain, oropharyngeal pain, bladder pain, injury and constipation outcome was unknown and the migraine, weight increased and inflammation was resolving. The reporter considered abdominal distension, alopecia, autoimmune thyroiditis, back pain, bladder pain, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, inflammation, injury, menorrhagia, migraine, musculoskeletal pain, oropharyngeal pain, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she needed additional surgery. There were 2 trailing coils on this side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one were reported from social media report : shoulder pain, my throat was sore from the tube and that really helped, I had that twingy feeling for several weeks post op, major trauma, constipation, bloating. Most recent follow-up information incorporated above includes: on 16-oct-2019: this record was detected to be a duplicate to record # (B)(4) (social media post) from which all information was transferred to this record (B)(4), then duplicate # (B)(4) will be deleted. No new information was provided. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune thyroiditis ('autoimmune disorder/autoimmune disorder type of disorder: hashimotos thyroid disease,') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: progesterone and yasmin. Concomitant products included drospirenone + ethinylestradiol (yasmin), levothyroxine and naltrexone. In 2012, the patient experienced headache ("headaches"), alopecia ("hair loss") and migraine ("migraines"). On (B)(6) 2012, the patient had essure inserted. In 2016, the patient was found to have weight increased ("weight gain") and experienced dyspareunia ("dyspareunia-(painful sexual intercourse )"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia"), 4 years 11 months after insertion of essure. In 2017, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), fatigue ("fatigue"), back pain ("low back pain"), inflammation ("inflamation"), musculoskeletal pain ("shoulder pain"), oropharyngeal pain ("my throat was sore from the tube and that really helped"), bladder pain ("I had that twingy feeling for several weeks post op"), injury ("major trauma"), constipation ("constipation") and abdominal distension ("bloating"). The patient was treated with surgery (total hysterectomy with bilateral salphingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain and abdominal distension had resolved, the autoimmune thyroiditis, headache, alopecia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, fatigue, dyspareunia, musculoskeletal pain, oropharyngeal pain, bladder pain, injury and constipation outcome was unknown and the migraine, weight increased and inflammation was resolving. The reporter considered abdominal distension, alopecia, autoimmune thyroiditis, back pain, bladder pain, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, inflammation, injury, menorrhagia, migraine, musculoskeletal pain, oropharyngeal pain, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery there were 2 trailing coils on this side . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one were reported from social media report : shoulder pain, my throat was sore from the tube and that really helped, I had that twingy feeling for several weeks post op, major trauma, constipation, bloating. Most recent follow-up information incorporated above includes: on 16-oct-2019: social media received: new events added: shoulder pain, my throat was sore from the tube and that really helped, I had that twingy feeling for several weeks post op, major trauma, constipation, bloating.event outcome were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), headache ("headaches") and alopecia ("hair loss"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, headache and alopecia outcome was unknown. The reporter considered alopecia, autoimmune disorder, headache and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.